Event description:
Procedure: t + a/ tonsilectomy. Reportedly, the pt ended up with a burn on their tongue that showed up the day after surgery. Pt had to be admitted for fluids because she wouldn't eat. The burn did not show up until after the surgery was done. The pt progress report states that the pt is well and in good health condition.

Manufacturer narrative:
The file will be updated as soon as additional information is received.